Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the right side of the bottom of the insulin pump was coming out. The customer¿s blood glucose was 250 mg/dl at the time of incident. The customer state that insulin pump was not dropped nor bumped. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device display properly no missing segment/partial display or loose drive support noted. Device received with cracked/broken off end cap.